Manufacturer narrative:
Received one (1) used. List #011-d1000, tego¿ connector, appx 0.05 ml. As received, the sample shows visual damage, torn silicone seal, no other damage or anomalies observed. Confirmed customer complaint of the 011-d1000 was blocked. The probable cause of the top silicone seal damage is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review and relevant commodities were reviewed, and a discrepancy was identified; wrong silicone was used. Corrective and preventative actions are in process.

Event description:
It was reported that a tego connector was found to have generated a no-flow event during patient use. The reporter stated, ¿the 011-d1000 was placed on the cvc for hemodialysis. After disinfect, the nurse tried to remove bloodlines in third day but 011-d1000 was blocked.¿ the event occurred during the drawing of blood. There was no concomitant drug, and no concomitant device involved. There was no bleedback, no biohazard, no chemo, and unknown user facility medwatch. The device was not reprocessed/resterilized. The quantity affected is 1 and the sample is available for return. A sample picture is not available. There was physical damage to the silicon (011-d1000). There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.